Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated, a review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. Customer care also wish to update the user cal file. Customer care, following next level support guidance, assisted the user with relinking the sensor and provided calibration instructions. The system was monitored after the relink, and subsequent data showed that sensor glucose trends aligned well with blood glucose values. Multiple attempts were made to share the final escalation response, and with dms confirming normal system use and upto date data, the case was closed with instructions to relay the outcome if the user contacts customer care again. B4.date of this report 25 jan 2026. G3.date received by the manufacturer? 25 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.